Event description:
A malfunction alarm was reported by the customer during the load process of their insulin pump. The customer¿s blood glucose levels did not exceed 500 mg/dl and thus remained within the normal range. Despite assistance from technical support in loading a new cartridge, the customer was unable to resume insulin therapy due to the recurring alarm. Technical support decided to replace the pump and the customer agreed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.